Manufacturer narrative:
Patient's weight - (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the simulation test results we conducted in the past, it is known that a break in the wire may occur due to the following mechanisms. Factory-retained runthrough ns guidewire samples (test samples) were trapped at the distal section, and then subjected to one of the loads described below. In all cases, the niti core wire under the platinum coil section was broken. Electron microscopic inspection of the broken section of the niti-core wire obtained the following result. Apply pulling load in one direction. The broken end of the niti-core wire is deformed in tapered shape. Dimple pattern is observed on the broken surface. The broken section is oblique. Apply bending load repeatedly. The broken end of the niti-core wire is curved. Dimple pattern is observed on the broken surface. Apply pulling load to the test sample kept in a loop shape. The broken end of the niti-core wire is curved and tapered. Torsional deformity is observed on the broken surface. Apply one-way torque load. The broken end of the niti-core wire is twisted. It is known that, after the niti core wire was broken, if the withdrawal operation was performed, the platinum coil became unraveled and stretched, and when the withdrawal operation was continued, the platinum coil became broken off. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. A search of the complaint file found no other similar reports with the involved product code/lot number combination from other facilities. IFU states: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. It was likely that the distal end of the actual sample was trapped due to some factors. The distal end of the actual sample was trapped in the stent or the calcified lesion. The actual sample in that state was subjected to one of the loads. As a result, the niti core wire under the platinum coil section was broken off. When the actual sample pulled, the platinum coil was unraveled and elongated. When the actual sample was pulled further, the platinum coil was broken off. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. Please see MDR (B)(4) for the importer report. (B)(4).

Event description:
The user facility reported that the doctor stated that he had a run through wire in the left anterior descending artery (lad) and another run through wire in a diagonal for a percutaneous coronary intervention (pci) procedure. He removed the run through from the lad it got stuck on the stent or some calcium and the distal coil section of the run through stretched from the lad into the aorta. The doctor left the stretched run through section that broke off in the lad and in the aorta. He stated he put the patient on brilinta or plavix (not sure which one) and asprin and said the patient was stable after the procedure. The doctor was not comfortable snaring the broke off section because he thought it might cause a dissection or more harm to the patient. He stated he would get a cardiovascular (cv) surgery consult but planned on following the patient. The patient was in stable condition. Additional information was received on 12sept2021. The broken wire was still in the patient and the patient is being followed by the doctor who also confirmed the patient was stable. The doctor was not blaming the run through wire. Additional information was received on 21sep2021. The following equipment was used with the reported device: a 6 fr introducer sheath, 6fr ebu3.75 guide catheter, 2.0/15 emerge balloon prowater wire, 2.0/18 onyx stent, 2.0/12 onyx stent, 1.5/12 emerge balloon. Fragments were left in body.